Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced drainage issues at the pocket site. The physician believed the issue was caused by either an infection or a seroma. The device was removed and the patient recovered without sequelae.